Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the device would not allow the handling of patients. It was determined to be related to the known 2018 (B)(4) reboot issue. There was no patient incident.